Manufacturer narrative:
Please see corrected serial number in section d4.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 345.6 mg/dl, 19.2 mmol/l between 25 and 36 hours of wearing the pod. The patient received 13 units of insulin at 3:45 pm, and another 12 units at 5:00 pm. The adhesive was found to be a little wet with a faint smell of insulin. After removing the pod from the arm, the cannula appeared to be bent.